Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, age, sex, weight, race, and ethnicity were not provided. Section d.2b: procode is nry/qjp. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (31512441) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an emergent stroke case, the 125cm cereglide 71 intermediate catheter (nic71125c / 31512441) was being purged prior to it being used showed a leak in the proximal part of the hub at the junction between the hub and the catheter. When the physician started irrigation, the leak became more evident; however, due to the emergent nature of the case, the physician ¿covered the rupture with his hand during the procedure, which lasted 16 minutes due to the urgency. The procedure was successfully completed with a tici score of 3 on the first attempt. There was no report of any negative patient impact. On 13-apr-2026, additional information was received. The information indicated that the procedure was a thrombectomy procedure. The target vessel of the procedure was the middle cerebral artery (mca). There was no excessive vessel tortuosity or sharp angulation observed in the target vessel. The clot was a fibrin and red blood cell-dense thrombus measuring approximately 8-12mm in length. The information indicated that the cereglide made only 1 pass and the procedure was successfully completed in 16 minutes; the procedure was successfully completed without any negative impact on the patient. The information also indicated that there was no delay in the procedure, ¿the leak issue did not cause any clinically significant delay in the procedure. Due to the physician¿s experience, the source of the leak was promptly identified and managed while addressing the urgency of the situation, allowing the procedure to be completed successfully.¿